Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2016-06320. It was reported that guidewire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, rotation speed was checked outside the patient's body; however, the rotawire was noted to have detached and could not be removed from the advancer. Both the rotawire and advancer were replaced with another of the same device to complete the procedure. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer was received with the air hose and fiber optic cable cut off. The advancer unit and the burr units were received together. The knob was received tight in a backward position. The coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. The handshake connections were connected when received. The annulus was damaged and not rounded. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-06320. It was reported that guidewire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, rotation speed was checked outside the patient's body; however, the rotawire was noted to have detached and could not be removed from the advancer. Both the rotawire and advancer were replaced with another of the same device to complete the procedure. There were no patient complications and the patient's condition was good.